Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch verio2 meter had displayed an error message - error 4. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred at 10am on (B)(6) 2016. The patient does not take any medication to manage their diabetes and denied making any changes to this usual routine as a result of the alleged product issue. The patient informed the cca that 35 minutes before the alleged product issue occurred they had experienced the symptoms of "sweating, shaking and weak". On (B)(6) 2016 the patient received advice from a healthcare professional over the phone as a result of these symptoms. The advice which was provided was to consume additional food and/or drink. At the time of troubleshooting the cca walked the patient through a re-test but was unable to resolve the issue. The patient's products were replaced and requested for evaluation. Although the patient developed signs/symptoms suggestive of severe hypoglycemia, there is no indication that the subject meter caused/contributed to this serious injury since these symptoms occurred before the alleged product issue started. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.